Event description:
The complainant reported that an impella 5.5 was placed for low ejection fraction bentall. On day two of support, the impella got alarms for air in the purge that eventually turned into high purge pressure system blocked alarm. Pump flow was still stable. The bag and cassette were changed out twice with no resolution. Tissue plasminogen activator was administered through the purge with a new cassette the following day. All evening and into the next morning, the purge pressure remained high. The pump saturation was now evident on waveforms. The impella 5.5 was weaned to p2 and explanted. The patient remained stable and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure and saturated flow has been completed. No product was returned. Log review showed no issues or trends in purge pressure or flow up when "purge system open" alarms occurred followed by "air in purge system" and "purge system blocked" alarms. The pressure had dropped toward zero at this point. About thirty minutes after the first alarm, the pressure came back but immediately increased above 1000 mmhg. After multiple bag/cassette changes, the purge pressure did not resolve. The motor current and pump flow began increasing later that day. The pump was explanted after flow saturation occurred. The purge system alarms did not follow any trend or events in purge pressure, and the purge pressure had dropped to zero at this point. The pump cannot function properly without adequate purge flow. The root cause of the high purge pressure was most likely use-related. The saturated flow occurred later in the day after the high purge pressure began. It is likely that the inadequate purge flow allowed for biomaterial to buildup around the purge gap and lead to saturated flow. The root cause of the saturated flow was most likely biomaterial. Added h6 impact code 4644 corrections to the initial MFR report: g1 MDR reporting contact email.